Event description:
Patient "had her naso-labial area injected, and two days later is complaining of hardness and itchiness." "Complaint of redness, swelling, intense itch bilaterally. Has not settled after antihistamine. Persists at day 7." Patient treated with oral keflex and oral prednisone.